Event description:
It was reported that there was a leak in the air filter. Both patients have complained of a leak and headache. The set is used for flolan administration, so headaches could be a result of underdosing. No further adverse patient effects were reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation and it was received in used condition without its original packaging. Functional test: the sample was tested using a syringe with colored water to detect any leak. Results: during the test, the used sample leak was found fleeing from the air vent of the filter in the sample, the failure mode reported is confirmed. Root cause could not be determined through analysis of the returned set, investigation into this issue suggests the presence of surfactants as the likely root cause. As this products instruction for use indicate under cations, medication with surfactants as part of its composition may lead to leakage from the air vent. In addition, surfactants may be introduced when syringes and vials with lubrications that contain silicone surfactants (which are not water soluble) are used. The resulting low surface tension occasionally can cause the filter to become non-functional, resulting in leakage from the filter?s air vent. By the date that this investigation report is documented through CAPA-000542, update IFU 10012333-003 to specify that surfactants include silicone-based lubrications on syringes and vials can be transferred to medication solution, which will be address to packaging and labeling design plan for cadd disposable compliance project that was release on 05-nov-2019 expected due date of this implementation is june 2022. The action was implemented after the manufacturing date lot reported. Awareness notification was made to production personnel for the leak failure mode on 09/aug/2021. The cause of the reported problem was traced to the user manipulation of the device.